Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. H2: if follow-up, what type - correction. 3004753838-2022-004550 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.